Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was hospitalized due to losing consciousness resulting in a bone fracture due to falling. A check was done and noise was seen on the right ventricular (rv) lead. High but not out of range pace impedance measurements were noted and pacing failure was seen. An operation as done to add another rv lead and the pacemaker was also explanted and replaced. The pacemaker will not be returned. No adverse patient effects were reported.